Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing pocket stimulation and that the left ventricular (lv) lead had low bipolar impedance and high threshold the decision was made to cap the lead and replace it with a new lead. No patient complications have been reported as a result of this event.